Event description:
A report was received that the patient was experiencing discomfort due to ipg migration. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively.